Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified in d2 and g5. H10: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 expiry date (04/2020), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that approximately five years post implant, the catheter allegedly broke. However, the distal catheter segment and the port body will be removed at another facility. There was no reported patient injury.

Event description:
It was reported that approximately five years post implant, the catheter allegedly broke. However, the distal catheter segment and the port body will be removed at another facility. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture and identified deformation due to compressive stress, material separation and naturally worn issues as a complete circumferential break was noted on the catheter. Further the edge of the circumferential break appeared smooth, rounded and jagged with granular and smooth surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g5. H10: d4 (expiry date: 04/2020), h11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, groshong single-lumen, 8f products is identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (04/2020). Device not returned.

Event description:
It was reported that approximately five years post implant, the catheter allegedly broke. However, the distal catheter segment and the port body will be removed at another facility. There was no reported patient injury.